Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-feb-13. It was reported that the cause had not been determined exactly, ¿we think it might be empty of any medication.¿ actions taken to resolve the pump alarm included, ¿we have tried to call the doctor that did the implant, but nothing has been done.¿ the alarm had not been resolved and the ¿alarm continues.¿ the cause of the empty pump was not determined. Actions taken to resolve the empty pump included, ¿we have tried calling several pain management doctors here (B)(6) in but nobody wants the case. Medtronic send me a list of doctors that might be able to help.¿ the empty pump has not been resolved. The cause of the catheter breaking off and not being connected was reported as, ¿we think it broke from a fall (the patient) might have had.¿ no actions/interventions were taken to resolve this catheter issue and it was not resolved. The patient¿s weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a drug that they though was dilaudid of an unknown concentration and rate via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient needed to find a healthcare professional (hcp) to remove the pump. The patient spoke with a hcp and no one wanted to touch the pump. The catheter and pump broke off and were not connected since 2014. The last time the pump was refilled was 2012-2013. The pump had been empty since (B)(6) 2012. The pump was alarming every 12 hours since 2014. The pump was still working but there was no medication. It was thought that the medication was dilaudid but they could not remember. No symptoms were reported and no further complications were expected or anticipated.